Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that his device broke and didn¿t work anymore. The patient reported that this started 6 months ago. The patient reported that he saw a manufacturer¿s representative (rep) 6 months ago and the rep was trying to help him with this but told him ¿two of them are shutting down¿ and that there were 8 connections total. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that on (B)(6) 2019 the patient complained of a decrease in back pain relief and that despite always having their spinal cord stimulator (scs) on, they intermittently felt paresthesia independent of positional changes, activity, etc. It was reported that at the patient¿s appointment on (B)(6) 2019, the rep met with the patient and performed electrode impedances which showed contracts 2 was greater than 10,000 ohms. Then on (B)(6) 2019, the patient reported that about two weeks after their reprogramming on (B)(6) 2019, the same issue with intermittent stimulation had returned. The rep met with the patient on (B)(6) 2019 and performed another electrode impedance test which showed contacts 2, 4, 5, and 6 were greater than 10,000 ohms. The rep had indicated that at the appointments on (B)(6) 2019 and (B)(6) 2019, they programmed the patient with new groups using good contacts. However, on (B)(6) 2020, the patient reported that they couldn't feel paresthesia with any of their groups now despite increasing the intensity of each of them. It was indicated that the patient did not report any falls or events related to the issue. The rep was planning on meeting with the patient on (B)(6) 2020 for additional troubleshooting. The issue was not resolved at the time of the report. The event date was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there were no circumstances that led to the issue. It started shutting of one and two at a time. The patient said it was completely shut off now and completely broke. The issue was not resolved. The patient said a rep had noted. No further complications were reported.

Manufacturer narrative:
H3: analysis of the 97703, serial# (B)(6), found no significant anomaly analysis of the 9771260, serial # (B)(6) found reliability non-conformance, stim lead body conductor broken continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis has not yet begun. A follow up report will be submitted once analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep met with the patient on 01/31. A new impedance check showed all electrode impedences were >10,000 ohms. The issue was not resolved. The cause of the high impedances was unknown as the patient denied any recent falls, auto accidents, etc. No further complications were reported.